Event description:
The customer reported the ventilator will not turn on with ac and battery connected; when ac power is disconnected, the ventilator turns on and runs on battery power. The customer reported there was no patient involvement.